Event description:
It was reported that during a distal tibia fx procedure, the 2.8mm drill bit and the threaded drill guide became stuck together while surgeon was inserting the last screw. The surgeon used back up instruments to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the drill bit jammed into the drill guide. The flutes of the drill bit are strongly deformed and the corners of the cutting edges at the tip are damaged. The diameter of the shaft is according to the specification. Due to deformation, measurement of the flute dimensions could not be completed. Product development event evaluation reports that the designs of the 2 parts were evaluated, and the tolerance stack shows that both instruments have clearance at the maximum material condition extremes for both. The drill bit appears to have been twisted to a high degree upon clockwise drilling, as evidenced by the cutting flutes on the drill being twisted back and reversed. The heavy damage to the cutting edges of the drill bit suggests collision with another object other than bone, possibly another metallic implant. The drill guide has been cracked at the bottom where the external attaching threads are. It is likely the crack occurred due to the jamming of the damaged drill bit in the drill guide upon retraction. From the complaint description, it is not possible to determine the static/fatigue loading on the instrument nor the amount of times the instrument may have been used before the parts jammed together. The design was evaluated and deemed adequate, therefore the complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).